Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they could not hear the alerts on the insulin pump. The sound was soft. They noticed they were not hearing the check blood glucose alert after 2 hours. Troubleshooting was performed. It was noted that the insulin pump was set to beep. The insulin pump¿s battery was not low. They were advised to insert a new battery. They were assisted with performing a self-test. The insulin pump vibrated during the vibrate test. The customer¿s blood glucose level was 524 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.